Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-20201. Related manufacturer reference number:2017865-2021-20204. Related manufacturer reference number:2017865-2021-20206. It was reported that a patient presented in clinic for a follow-up appointment. It was found that the patient's implantable cardioverter defibrillator (ICD), right atrial (ra) lead, right ventricular (rv) lead ,and left ventricular (lv) lead became infected. The patient experienced a fever due to the infection. The entire system was explanted from the patient. The patient was stable throughout procedure.